Event description:
A report was received that the patient had pain at the battery site and was taken to the emergency room. The pocket pain only occurred when attempting to charge the device as it became too hot at the site. The patient was given with injections for the pocket pain. The physician believed that the placement of the current system could be the issue. The physician recommended a revision procedure; however, the patient will not undergo the procedure due to a nondevice related issue.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-5312 serial #: (B)(4), description: scs charger 2.0.